Manufacturer narrative:
(B)(4). Concomitant medical products: 163673 ¿ cobalt chrome modular head ¿ 0000587055, 110-018/50 ¿ shell (competitor¿s product) ¿ 1328215. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent wound wash out of left hip approximately 7 months post implantation due to an infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The device(s) involved in the event are competitor product. The initial report was forwarded in error and should be voided.